Event description:
It was reported that the patient had their device removed in (B)(6) 2013 as it wasn¿t doing anything. Additional information was requested from her physician, but they had not removed the device and had no information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4) implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# la8527, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. Product ID: 7495-51, lot# serial# (B)(4), implanted: 2003, explanted: 2013, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).